Event description:
It was reported that during a video assisted thoracic surgery, on the third firing when using a vascular load after the firing sequence was complete, the scrub was trying to reload the device and the metal part of the cartridge was stuck in the device. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were noted during the manufacturing process.